Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing nasal/throat irritation or soreness while using the device. Patient also alleged the device and heater are not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing nasal/throat irritation or soreness while using the device. Patient also alleged the device and heater are not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.the device was returned to the manufacturer. The technician confirmed evidence of foam particles in the air path during the device evaluation. There were some secondary findings like errors and dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Box h was updated.